Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was pt says they are "getting electrocuted by it and its shocking me in my upper right back right close to my spine" which started about 7 weeks ago and its gotten a lot worse. They said they have tried to call their doctor (hcp) but no one is calling them back. Pt has had a fall since this happened, and fell because it "shocked and I fell and hit my head, that that was about a week ago". Emailed local reps to ask them to call the patient back.